Event description:
It was initially reported by a company representative that a vns patient was referred for generator replacement surgery and the reason for replacement at the time was unknown. Additional information was received from the treating neurologist indicating the patient was refered for surgical intervention as the battery was not dead but near the end of service. The diagnostic testing also indicated a possible lead problem. Further information was received from a company representative indicating the patient underwent full revision surgery. The surgeon indicated that system diagnostics resulted in high lead impedance (limit/high/dcdc7). Patient reported no blunt trauma to the neck area to the surgeon. Moreover, patient reported "flushing of the face" to the surgeon, and asked her if it could be from the vns. The surgeon stated that the event was most likely not related to vns. Furthermore, the surgeon ended replacing the patient's generator. System diagnostics performed with a change in generator revealed 2082 ohms as lead impedance. Moreover, the surgeon noted that the visible part of the lead looked normal, but there was a very small cut in the outer part of the silicone and did not see any fluid in the leads. Good faith attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date. Additional information was received from the treating neurologist indicating no x-rays were taken at the time of the high lead impedance. Training was provided to the treating neurologist as he did not program the patient's device off at the time of the high impedance. The last known diagnostics according to the neurologist were from (B)(6) 2010 (no value for impedance eos=no).